Event description:
The facility representative reported a fail code 570 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132, which was opened on april 1, 2005, which is in the implementation stage.